Event description:
The customer reported to customer service that the breast pump she is using is the original version (purchased in 2006). She has developed mastitis and is on antibiotics. It has been taking her a long time to pump, though she is able to empty her breasts. She is going to consult with her lactation consultant as well, but was wondering if the advanced version of the pump would work better for her. However, she indicated that she doesn't necessarily think that her mastitis was caused by the pump - she thinks her pump is working.

Manufacturer narrative:
Customer service explained the difference between the original and advanced versions of the pump. A replacement pump was not sent to the customer; all indications were that the pump was functioning properly. Attempts to follow up with the customer to get additional information and to determine the current status of her issue were unsuccessful. A final contact attempt was made by letter, to which a response has not been received. A review of company records indicates that the customer did not make a subsequent report regarding her pump. In her original report, the customer indicated that she was treated for mastitis and that she felt as if the pump was functioning properly and that her mastitis was not the result of an issue with the pump. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, fourth edition, page 294) ]. Lack of a subsequent report by this customer regarding the pump indicates that the pump was functioning properly. Based upon this, it cannot be definitively concluded that the pump caused or contributed to the mastitis. Should the customer reply to our letter with a response that results in new, changed, or corrected information, a follow up report will be filed. Complaints will be monitored for this issue.